Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the third firing second staple got stuck. Unloaded the misfired stapler. There was no patient injury.